Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. During device interrogation, multiple episodes of post-paced t-wave oversensing was observed. No actions were made. Patient will be monitored routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that programming changes were made. During follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient was doing fine.